Event description:
The customer reported a failed opcheck for qcpr. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failed opcheck for qcpr. There was no pt involvement. This was found during testing of the device. The customer performed the eval of the device. The customer used a known good therapy cable and qcpr meter on this device and it passed all testing. Replacement of the therapy cable and qcpr meter resolved the symptom. After passing all testing the device was returned into use. We are unable to determine the cause of the symptom because multiple parts were replaced to resolve the issue.